Manufacturer narrative:
Claim# (B)(4).

Event description:
The reporter indicated that a 12.6mm vticm5_12.6 -12.5/4.0/082 (sphere/cylinder/axis) implantable collamer lens was implanted into the patients left eye (os) on (B)(6) 2022. The lens was removed within the same surgery and replaced with a shorter length lens of similar diopter due to lens tear/break during injection/delivery into the eye. No patient injury. This resolved the problem.